Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. A 4.0mm x 220mm x 150cm, mr coyote¿ balloon catheter was selected to dilate the lesion. The balloon ruptured at 14 atmospheres. The number of inflations and to what atms is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote balloon catheter with a coyote shelf box. The batch number on the packaging and device matched the batch number for this complaint. The distal portion of the catheter was visually and tactilely inspected; the distal tip was damaged but there was no other damage or irregularities. Examination of the balloon under magnification revealed a longitudinal balloon tear 26mm long 99mm from the distal tip. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. There was no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).